Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited severely worn of the tissue pad. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the phenomenon of the reported event might be the following: 1. Due to grasping thick tissue at the distal end of the grasping section and activating the output in seal and cut mode, the probe and tissue pad came into contact at the rear end of the grasping section, leading to severe wear of the tissue pad. 2. Due to wear on the tissue pad, the probe in the insulated area of the grasping section came into contact with the probe. 3. An error occurred and contact marks were produced due to the output activation in seal and cut mode while the non-insulated area of the grasping section was in contact with the probe. 4. Due to the stress from the activation of seal and cut mode or grasping tissue applied to the probe, cracks originated from the contact marks. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output". Olympus will continue to monitor field performance for this device.